Event description:
A pt on biventricular support with a ventricular assist device (vad) system was walking in the hosp, accompanined by a nurse. Pressure and vacuum were being supplied to the vads by a drive console operating on battery power. The console shut down and the pt had to be supported by hand pumping until a backup console could be connected. The pt lost consciousness briefly during the incident but suffered no lasting effect.